Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical event interrupt af. It was reported that a intellamap orion high resolution mapping catheter and intellanav mifi open-irrigated ablation catheter were used in a atrial fibrillation procedure. After completion of the procedure the patient was noted to have experienced a transient cerebral accident. Patient symptoms included paresis of the arm, and suspected cause of thromboembolic. The outcome of the patient was not reported.